Event description:
It was reported that the patient underwent procedure to anchor the tube at the skin for renal dialysis on (B)(6) 2015 and suture was used. The needle was passed through one side of the skin with outside-in approach before it passed out from the other side of the skin. During the procedure, the suture was separated from the needle and the needle was stuck beneath the skin. The surgeon cut a bigger incision to retrieve the needle and patient lost more blood than usual. The procedure was completed with a like device. The patient is reported as stable.

Manufacturer narrative:
Date sent to the FDA: 08/13/2015. Corrected information: additional information was received that indicates that this devcie is not serious injury or malfunction reportable. This medwatch is not reportable.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.